Manufacturer narrative:
Per the clinic, the patient developed infection (cellulitis) at the postauricular region.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to recurrent infections (site of infection has not been confirmed). It is unknown if there are plans to reimplant the patient. Additional information has been requested but has not been made available as of the date of this report.